Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.2. Hardware: iphone15.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient experienced a premature needle mechanism deployment. The patient stated that they were activating a new pod and accidentally pressed the button to insert the cannula. This caused the cannula to deploy before the patient had placed the pod on their body. The patient confirmed that the pod had been filled with 100 u of insulin. No impact to the patient¿s blood glucose levels was reported. The patient activated a new pod.